Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional tests. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump returned multiple no delivery alarms and was stuck in the rewind process. Blood glucose level was 303 mg/dl at the time of the call. No further information was provided.